Manufacturer narrative:
Patient identifier, gender, and weight are not available for reporting. UDI: (B)(4). Implant and explant dates: device malfunctioned intra-operatively and was not implanted / explanted. Initial reporter hospital contact telephone: (B)(6). PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 04.jan.2013, expiry date: 01.dec.2022. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a procedure to repair a femoral diaphyseal fracture on (B)(6) 2017, the drill bit interfered with the nail while surgeon was drilling. Surgeon backed the nail out a bit and checked the insertion handle/nail junction and noted the tip of the nail had been broken. The broken fragment was easily removed. Surgeon was unable to dill the guide wire because the insertion handle/nail junction had become loose. Another shorter nail was then inserted. Because patient bone quality was very good, insertion of the nail required stronger blows of the hammer. The impactor was properly used. Procedure was successfully completed with a delay of approximately 60 minutes. Patient outcome is good. Concomitant devices reported: screw (part number unknown, lot number unknown, quantity 1), drill bit (part number unknown, lot number unknown, quantity 1), insertion handle (part number unknown, lot number unknown, quantity 1), hammer (part number unknown, lot number unknown, quantity 1), impactor (part number unknown, lot number unknown, quantity 1) this report is for one (1) expert a2fn nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the nail was visually inspected. According to the complaint description the distal part of the nail (tip) was expected to be damaged; however, the tip was found perfectly intact, the distal holes are undamaged, no evidence of detachment of fragment noticed. On the contrary the proximal part of the nail was found damaged, the hole more close to the proximal edge is seriously damaged and the fragment could have likely detached from this hole. Due to the fact the distal portion of the nail is intact the dimensional analysis was focused on the proximal area. The surgeon complained that the drill bit interfered with the nail, for this reason the position and diameters of the proximal holes were measured. The holes position and diameter were found to be in specification. The raw material has been verified through review of certificate documented in the device history record review section. No evidence of non-conformances manufacturing related found. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that the nail is conforming from a manufacturing perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.